Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on 9/4/18 with blood glucose of 883 mg/dl. The customer's current blood glucose is 883 mg/dl. Customer also reported that insulin pump had critical pump error. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with pump. The insulin pump will be returned for analysis. Frn model unknown; unomedical - infusion set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.